Event description:
It was reported that multiple cadd cleo infusion sets failed shortly after application, due to cannula kinking without triggering pressure alarms. The patient experienced elevated blood glucose levels during insulin infusion, which resolved after replacing the infusion set. Although there was patient involvement with no harm, the malfunction could interrupt insulin delivery and potentially affect the patient if it were to recur.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.